Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis observed catheter kink in the catheter body. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References: the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving baclofen with an known dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported patient&#62688;pump eroded through their skin and skin was transparent. It was unknown as to the cause of the pump eroding through the skin. It was stated the pump started eroding through the patient&#62688;skin approximately on (B)(6) 2016. Additional information received on 2016-sep-08 stated the seroma and cultures were negative at time of surgery. Pump was removed and exposed on (B)(6) 2016. It was unknown if the issue had been resolved and the patient's outcome was unknown.

Manufacturer narrative:
Analysis identified that there were no anomalies with the pump. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis on oct 11, 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.